Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device involved in the reported incident was returned for evaluation. The product evaluation report states the engineer determined the tip has broken off in a manner suggestive of significant torsional loading. The direction of loading at the time of failure cannot be ascertained from the remaining shaft. The report further states that the customer's report suggests that biomet instruments may have been used to help remove previous hardware from another manufacturer. It is not known which instruments were used in this capacity. The biomet package insert states "biomet spine instruments and instrument trays are not intended for use with other manufacturer¿s instruments, implants or instrument trays." It is possible that the failure of this screw inserter instrument is at least partially due to its use in the extraction of other non-biomet devices.

Event description:
It was reported the tip of the inserter broke off. No adverse effects were reported as a result of this event.